Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that one of the patients is dropping off from the device automatically and nurses have to add the as a temporary patient to get the medications. The issue is causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist found that the auto- discharge settings were dropping patients from device. The tsc advised customer how to reverse discharge, if necessary, in the future. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was (B)(6).